Event description:
A patient was having an intervention done by the cardiologist. It was almost finished when an error message came up on the equipment monitor. The staff tried to reboot the system twice and it did not respond. At that time we notified biomed of the problem. The patient was transferred to another room and completed the intervention with no complication. Service was called in and it was found that the x-ray tube had blown and one was ordered and installed. General electric company has no set time for the tube replacement. Normal tube replacement is three-five years. There was no indication that the tube was going bad prior to the start of the case. There was a normal start up with no problems.